Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter had segments missing from the display. On (B)(6) 2014, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2014 at 7:15 am, the patient noted there were segments missing from the reported meter¿s display; he was unable to determine his blood glucose level. The patient reported that the segments were missing from the first digit. At that time, the patient experienced no symptoms of high or low blood glucose levels. After the use of the meter, the patient took half of his usual dose of insulin, 8.0 units humalog insulin, and ate his usual breakfast. At 10:45 am, the patient experienced the symptom of sweating. The patient administered self-treatment by consuming a banana, and felt better afterwards. The patient did not seek any medical attention. The patient¿s expected blood glucose readings range from 90 mg/dl to 110 mg/dl. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of a blood glucose reading due to the reported meter¿s display issue, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.